Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-23052019-0000438217 represents the adverse event which occurred on (B)(6) 2012. Mwr-23052019-0000438221 represents the adverse event which occurred on (B)(6) 2014. Mwr-23052019-0000438222 represents the adverse event which occurred on (B)(6) 2016. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgeries on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016. No additional information was provided.